Event description:
It was reported that this device exhibited a warm boot (wb) error. This was discovered via the latitude monitoring system. The clinic asked for an analysis. Remote analysis by technical services confirmed that the error was a result of an internal memory error which resulted in a reset. The memory state was restored to normal by the reset, and there is currently no impact on device operation. The cause of the memory error could not be identified; however, in general, factors such as radiation or cosmic rays may be potential causes. Technical services recommended to continue normal monitoring. There were no adverse patient effects reported. The device remains in service.